Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretching cannot be confirmed without return for the device for analysis. Based on the limited information provided, it is not possible to determine the root cause of the complaint; however, procedural/handling factors may have contributed to the coil stretching. There is no evidence to suggest that the complaint was related to a design or manufacturing issue; therefore, no corrective actions will be taken at this time.

Event description:
During the procedure, the micrusphere coil (csp10050030/g13897) stretched during adjustment. The surgeon changed to another one (details unknown) to complete. Since the patient had (B)(6), the sample was discarded by hospital. No patient or vessel code information provided.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.